Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging between 40mg/dl and approximately 400mg/dl. Customer addressed low bg level by drinking juice. Customer alleged the pump was not delivering the correct amount of insulin when boluses were requested. Pump system check with tandem technical support (cts) found that the pump was operating as expected, but the customer was using cartridges filled with humalog for four days. Cts educated customer regarding cartridge/insulin labeling. Customer maintained that there was an issue with the pump. Customer declined to remove and inspect the infusion set site for possible issues. A recommendation was made for the customer to discuss bg levels with healthcare provider.